Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, visual analysis of returned device, retains analysis, and system risk analysis (sra): the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer¿s experienced issue. Trending analysis for suspect positive bi by lot number involved was reviewed from 07/15/2015 to 10/14/2015 and no significant trend was observed. T(B)(4). The suspect bi was returned for evaluation. Visual inspection confirmed the bi to be positive for growth. There were no manufacturing related anomalies observed. Thirty-two retain bis from the lot involved were subject to functional evaluation, of which all met specifications when used per instructions for use (IFU). The sra indicates the risk score associated is low with exposure to biohazardous, pathogenic or infectious material as "limited." The cyclsure® 24 bi was returned and visual analysis confirmed the reported suspect positive bi event. However, a definitive assignable cause for the issue could not be ascertained. It is unlikely the suspected positive bi was caused by a performance issue as DHR review found no anomalies that would contribute to the positive bi result, retains met functional specifications when processed/used per IFU, and lot history review found no significant trend in the lot involved. Sterrad® performance is also unlikely to have contributed to the event as the cycle passed and the customer stated subsequent bis were negative for growth. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx duo cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00473 and 2084725-2015-00474.